Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock. Section: cleaning. ¿do not clean with or expose any part of the clear sidearm of the impella catheter (e.g. Infusion filter, pressure reservoir) to alcohol. Alcohol has been shown to cause cracks and leaks in these components. Carefully read labels on common skin preps and lotions to avoid using any alcohol-containing products in the area of the infusion filter or pressure reservoir." ¿clean the connector cable with 70% isopropyl alcohol.¿

Event description:
It was reported that a patient implanted with an impella 5.5 had a small leak at the filter. The leak was monitored but no change to the purge pressure was noted. Later, the patient was successfully weaned from the pump and survived.

Manufacturer narrative:
Additional information added, med dev problem code a141102.

Manufacturer narrative:
Clinical details state that about a week into support, a small leak was reported at the sidearm filter. Purge pressure was unchanged and there were no other purge issues reported during the case. A data log review is not applicable, and no product was returned. The cause of the purge leak was most likely a leak from the sidearm but the exact location is unknown since the device was not returned.

Manufacturer narrative:
Review of the data log review did not show any low purge pressure events. The cause of the purge leak was most likely a leak from the sidearm but the exact location is unknown since product was not returned. The data log review did not show any high/low purge pressure events. There were multiple cassette changes throughout the case but no significant rises in pp were observed prior to any change. The cause of the high purge pressure was not determined since product was not returned, data logs did not show high purge pressure, and insufficient clinical details were provided. The pump passed all post-sterile inspection checks.